Event description:
It was reported that the patient's left extension displayed high impedances on 1 contact during an elective ipg replacement on (B)(6) 2021. As a result, the physician explanted and replaced the extension during the same procedure. The impedances were tested and were within normal range. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported observation of high impedances was confirmed. The observation was the result of a lead wire fracture observed during a high-resolution inspection and electrical measurements. The high impedances were observed in the field during replacement of the associated implantable pulse generator (ipg). The root cause of the lead wire fracture was not ascertained. No further information was provided by the field.